Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the bodyguard interface board (bib) has failed 3 times on the system. Review of the system log file showed that geometry bib (bodyguard interface box) error. The fse replaced 3rd bib and the 24vdc power supply to the bib. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the bodyguard interface board failed. The issue was found during clinical use. The patient was on the table and had to be moved to another system. No harm has been reported to philips. Philips has started an investigation of this complaint.